Event description:
During a colonoscopy procedure, it was reported by the medical facility that all of the display monitors lost the image and went black when the endoscope was angulated. There was no patient injury or other negative health consequence. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to endochoice, where the camera assembly was identified as the cause of the image loss. It requires replacement.